Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set with duo-vent spike have a tiny hole, that caused fluid to leak out. This device contained sodium chloride (nacl). This was observed about 1-2 hours after fluid therapy was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, e1, h3, h4, f10/h6: medical device problem codes (add code), h6 (replace codes), h11. E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Visual inspection was performed and a hole in the tubing was observed. The reported condition was verified. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.